Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge into the pump. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed by customer technical support to clean the pump's pneumatic tap area and remove it from its case; however, reloading the same cartridge did not resolve the issue. The customer intended to have her husband load a new cartridge and was advised to call back if any issues arose. A cartridge replacement was requested and customer technical support confirmed a replacement would be sent.